Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, it was noted that there was inadequate repair as the valve was in need of more elevation of the posterior annulus. The ring was explanted and replaced with a non-medtronic device. The explanted ring will be returned. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, the event likely was due to the patient anatomy. A supplemental report will be filed if the device is returned for analysis.